Manufacturer narrative:
Upon further investigation, the ventilator was in storage when the issue was found. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
The ventilator was not in patient use. The customer replaced the power switch overlay and found that this replacement did not resolve the issue. The customer went on to send the ventilator to a 3rd party repair service. The repair service was unable to duplicate the complaint. Testing was performed and the testing passed.

Event description:
The customer reported the ventilator turns on by itself and cannot be turned off. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer states that unit will turn itself on and when customer attempted to power unit down, pressing the power button, he never received the on-screen prompt to turn off ventilator. Customer had to remove ac and dc power for unit to power off. The remote service engineer advised customer that it could possibly be the front overlay or the user interface (ui) pcba. Suggested either ui assembly or front overlay to start with. Further information is pending.